Event description:
Reporter indicated that after implant surgery, with the device still programmed to off, the patient complained of hoarseness and coughing. About three weeks later at an office visit the device was programmed to on. The coughing and hoarseness was improving and did not get worse when programmed to on. The patient stated that could not feel the stimulation (neither normal mode nor magnet mode). Further investigation revealed that the patient was later diagnosed with vocal cord paralysis.